Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device locked out at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/09/2009. Jaws broken at bifurcation. Evaluation summary: the analysis results found that the device was returned with post decontamination process as evidenced by overall state of corrosion. No functional test was performed as the device was noted to be empty and fired through. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.